Manufacturer narrative:
This is the same event as 3010536692-2015-01677, -01678, -01679, -01680, -01681, -01682, -01683.

Event description:
Allegedly, patient was revised due to mom complications: pain-right.